Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead presented to the emergency room with complaint of diaphragmatic stimulation. An x-ray was performed and revealed that the lv lead had dislodged. The lead was electronically repositioned. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this lead remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.